Event description:
The physician indicated that it was more difficult to retract the helix using the connector tool.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. X-ray was performed and confirmed lead dislodgement. The lead was successfully repositioned. Approximately three months later, the rv lead again exhibited loss of capture. Again, x-ray confirmed the lead had dislodged. During the revision, it was difficult to retract the helix. As a result, the lead was explanted and replaced. It was indicated this patient was not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The connector tool was returned on the lead and confirmed to be seated properly with the fixation knob engaged. The helix was retracted when returned. The lead body was slightly twisted, it appeared that the lead body became twisted while trying to retract the helix. After the dried blood and debris loosened from the helix mechanism; the helix was functional appropriately using the returned tool. As a result, analysis confirmed the reported helix mechanism difficulty. Blood/body fluid clogging in the helix mechanism was likely the root cause of helix mechanism difficulty. As observed in the lab, the extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer be smooth - irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function.